Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned.

Event description:
It was reported that during a lead implant attempt, there was sensing difficulty, unacceptable thresholds, and positioning difficulty. It was also indicated the helix would not extend out in a smooth transition, but it would spring out and not make contact with the cardiac tissue. No patient complications were reported as a result of this event.